Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 30046934l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a right sided atrial flutter procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed via intracardiac ultrasound catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is improved. The physician did not attribute the causality of the adverse event to a bwi product malfunction. Patient¿s medical history includes hypertension. It is unknown when exactly the issue occurred; however, it was noticed during the ablation. Transseptal puncture was not performed. A st. Jude medical sl1 sheath was used during the procedure. The generator was in power control mode at 35 watts. The power did not titrate during the ablation. The overall time for ablation was approximately less than 10 minutes. The last ablation cycle at the site of injury was of 15 seconds. The catheter irrigation was set at 15ml/min. The patient did not receive anticoagulant during the procedure. The shaft proximity interference (spi) value was 10 grams. The stsf catheter was in close proximity to the coronary sinus (cs) catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.